Event description:
Customer reported he was hospitalized. Customer stated that he was at the endocrinologists office and they tested his blood glucose and found that he was at 484 mg/dl with high ketones. The ambulance was called and he was sent to the hospital. Current blood glucose value is 443 mg/dl; treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Insulin pump passed the high pressure test. Several no delivery alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.